Manufacturer narrative:
The device is not being returned for eval. A review of the DHR, rec inspection records does not indicate any discrepancies with the build of the guide wire. A request of the guide wire build records review was made to the MFR, lake region mfg. We were given the following info: gyrus acmi reported that no product is expected to be returned to lake region medical for eval. However, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake regional medical is unable to determine the exact cause for this incident. Lake regional medical did review the device history records relative to the mfg, inspecting and packaging of this lot. (B)(4). The history records indicate this product was final inspection tested at lake regional medical and was determined to be acceptable.

Event description:
During a lithotripsy procedure, the guidewire broke while inside the pt. All the pieces of the guidewire were retrieved and there was no pt harm.